Event description:
The customer reported a loss of fluoroscopic functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dr4 memory was evaluated and replaced. Associated control and recovery connections were evaluated and reconnected. The system was tested and found to be working as intended and returned to service.